Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had a hole in the tip during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.